Event description:
It is reported that a customer had a crack on the screen of their insulin pump. The customer's blood glucose was not recorded. The customer insisted on having the insulin pump replaced. The pump was sent back to analysis. No further information was provided.

Manufacturer narrative:
No cracks on the display or adhesive traces on the keypad or display were noted. No cosmetic damage was noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.